Manufacturer narrative:
(B)(4).

Event description:
It was reported that, for a versajet ii, the console would not turn on, there was no power. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could be established. A visual inspection was performed and showed the lid and chassis are damaged. Functional inspection was performed and showed the front screen is blank due to damaged pcbs inside chassis. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint review indicated other failures reported. Root cause is determined to be contact with another source. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for adverse trends related to this product.